Event description:
The report stated that during a thyroidectomy, the device failed to seal although an end tone, indicating a completed seal, was heard. Several good seals were completed prior to the incident. There was no bleeding and another device was used to complete the procedure without incident.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.